Manufacturer narrative:
(B)(6). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that after intubating the patient, the user noticed the inflation line was disconnected from the endotracheal tube connection part. The endotracheal tube was exchanged. No injury was reported.

Manufacturer narrative:
One smiths medical endotracheostomy was returned for evaluation. Upon visual inspection, it was observed that the inflation line completely detached with residues of solvent only in the tip. Sample underwent the fit of inflation line operation with less solvent than required, by only inserting the tip into the dispenser. As result, the inflation line was completely detached; the conditions of the returned sample looks similar to the tested sample. The reported customer complaint was confirmed.